Manufacturer narrative:
(B)(4). Device manufacture date for lot number r15i21042 was 09/21/2015 and for lot number r15g29130 it was 07/29/2015-07/30/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). There are two potential lots reported - r15i21042, and r15g29130. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from between its tubing and drip chamber. The reporter stated that the cause of the leak could not be identified with the naked eye. This occurred during patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.